Event description:
Dexcom g6 is a hugely defective product. This device is supposed to last ten days for each insertion yet rarely makes it seven days. Then, dexcom will not acknowledge their inferior product by shipping a replacement; one must wait until the next shipment and do without because it will not last the designated ten days. Not that really matters due to the fact that it horribly inconsistent in transmitting blood sugars: sometimes it works, often times it doesn't, values are often incorrect (drastically and dangerously) when compared to the gold standard finger prick check. And, to top it off, customer service is nonexistent. They refuse to update their "follow" app that is used by family members to follow the blood glucose levels of their loved ones. Someone at the FDA should take a look in the apple app store at the reviews for this app. Rote, useless responses. The app is not optimized for newer (B)(6) and only occasionally works. After one parent upgraded their phone only to realize the follow app wouldn't consistently work and then contacted dexcom customer service their suggestion was to go back to an older version phone. Seriously!?! They are in the tech business and this device is touted as being a great choice for parents to monitor their child's blood glucose levels. "Right". This company cares absolutely nothing about the patients they are claiming to serve only the dollars they can squeeze from families who depend on their lousy product. The FDA should be ashamed to have allowed and to continue to allow this company to sell a defective product with inferior technology and zero customer service. I wonder whose pockets are being lined at the FDA to allow this junk to be sold in our country. FDA safety report ID# (B)(4).